Manufacturer narrative:
The exact day and month of the patient's date of birth is unknown, (B)(6). (B)(4) - j- tube exchange the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2009 and was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure around (B)(6) of 2010, there was a stop in the j-tube. The intestinal tube had a knot in it. During this time, the duopoda medication was delivered into the patient's ventricle by using the device's side port. On (B)(6) 2010 the patient went to the hospital and received a new 80cm two-port through the peg jejunal feeding tube (j-tube). The patient went home the same afternoon.

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2009 and was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure around (B)(6) 2010, there was a stop in the j-tube. The intestinal tube had a knot in it. During this time, the duopoda medication was delivered into the patient's ventricle by using the device's side port. On (B)(6), 2010 the patient went to the hospital and received a new 80cm two-port through the peg jejunal feeding tube (j-tube). The patient went home the same afternoon.

Manufacturer narrative:
A visual evaluation found that the catheter was encrusted inside and outside. The suture hole was occluded. The catheter and hub were discolored. The device was returned in 2 sections, detached at 12mm distal the hub. Remaining length of catheter is 81cm long. Section of catheter remaining in hub was open but encrusted. Catheter was kinked at skive. The returned unit was consistent with the complaint incident that the device was kinked and blocked/occluded. It is most likely that either during placement or indwelling in the patient the tube became kinked, which most likely led to the tube being blocked/occluded. The most probable root cause based on the evaluation is operational context. A review of the device history record (DHR) was performed; no anomalies, related to the complaint were noted. (B)(4).